Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following instruments were used during the procedure: 30 deg endoscope, permanent cautery hook, cadiere forceps, maryland bipolar forceps, fenestrated bipolar forceps, sureform 45 stapler and sureform 30 stapler. A site review was performed and no complaints made against these instruments. A review of stapler instrument logs found both the sureform 45 and sureform 30 curved tip stapler instruments had completes firings with no relevant errors that would have likely caused or contributed to the reported event. The sureform45 stapler instrument fired 8 sureform 45 reloads (3 white, 1 blue, 1 green, 1 blue, 2 black, in that order). All the firings were successful. The sureform 30 curved tip stapler instrument installed intermittently on the system twice. The instrument fired 2 sureform 30 reloads (1 white, followed by 1 blue). On each install the firings were completed with no pauses for compression. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of bleeding from a pulmonary artery injury during an attempted pulmonary lobectomy. How the injury occurred is not provided nor how the da vinci system or any da vinci instruments may or may not have contributed to the event. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that the patient underwent a da vinci-assisted lung resection and lobectomy procedure, the pulmonary artery (pa) was injured, resulting in significant bleeding, emergent conversion to open surgery, and subsequent patient death. The specific details of the pa injury were not described. The surgeon initially achieved temporary control of the hemorrhage; however, bleeding recurred during attempts to repair the pa with sutures. Despite surgical intervention and administration of blood products, the patient did not survive. Estimated blood loss was not reported. There was no report of device issue or malfunction. No additional information was provided.